Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: the vena cava filter was indicated pre-operatively for gastric bypass surgery. Access was gained into the right femoral vein, and a guidewire was passed through the iliac veins into the ivc. A venacavogram was performed and demonstrated a patent vena cava of satisfactory size. The filter was placed and deployed without incident. The patient tolerated the procedure well. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was implanted successfully prior to gastric bypass surgery. No deficiency was listed within the medical records provided. The investigation is inconclusive for the alleged limb detachment, filter tilt, and two unsuccessful retrieval attempts. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter; procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter; note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after a successful vena cava filter deployment; date not provided, the patient was informed that portions of the filter had become embedded and the filter cannot be safely removed. No additional medical information regarding this event was provided. It is unknown if an attempt was made to retrieve the vena cava filter or if images demonstrated some portions of the filter to be embedded. The patient status is unknown at this time. New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly detached, tilted and embedded in the ivc wall and was unable to be retrieved. Two unsuccessful attempts were made to retrieve the filter and the filter remains implanted. There were no attempts made to retrieve the detached filter limb(s). Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed pre-operatively for gastric bypass surgery without incident. No additional information was provided in medical records received.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. No medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. Medical records review: based on a review of the medical records received: the vena cava filter was indicated pre-operatively for gastric bypass surgery. Access was gained into the right femoral vein, and a guidewire was passed through the iliac veins into the ivc. A venacavogram was performed and demonstrated a patent vena cava of satisfactory size. The filter was placed and deployed without incident. The patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after a successful vena cava filter deployment; date not provided, the patient was informed that portions of the filter had become embedded and the filter cannot be safely removed. No additional medical information regarding this event was provided. It is unknown if an attempt was made to retrieve the vena cava filter or if images demonstrated some portions of the filter to be embedded. The patient status is unknown at this time. New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly detached, tilted and embedded in the ivc wall and was unable to be retrieved. Two unsuccessful attempts were made to retrieve the filter and the filter remains implanted. There were no attempts made to retrieve the detached filter limb(s). Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed pre-operatively for gastric bypass surgery without incident. No additional information was provided in medical records received.